Event description:
The patient contacted animas on (B)(6) 2012 reporting that there were air bubbles in cartridge on (B)(6) 2012. The patient stated that they disconnected from the skin site and tapped on the side of the cartridge and was able to move the bubbles to the top. The patient's blood glucose (bg) was 337mg/dl with no signs and symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is made based on the allegation of the air bubbles in cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall number : 2531779-02/25/11-001-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.